Manufacturer narrative:
On 18 january 2016, the medical affairs director performed a clinical evaluation and commented as follows: the reported recurrent dislocation may be due to a peculiar position of the cup, which looks remarkably anteverted in the supplied radiograph. This may be due to a peculiar anatomical configuration of the patient or to postural habits, we cannot know any of this. It is conceivable that correction, if possible, of this position may reduce the problem. The root cause for recurrent dislocation appears to be relative positioning of stem and cup different from optimal values recommended for anatomically normal patients. Batch review performed on 26 january 2016. Lot 152037: (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc flat pe hc liner ø 32 / e, code 01.26.3244hct, lot. 152079 (k103352) (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m, code 01.29.205, lot. 131495 (k112115) (B)(4) items manufactured and released on 18 june 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Since the primary surgery, the patient has experienced multiple dislocations. The surgeon decided to replace the cup, head and liner. The surgery was completed successfully. The explants will not be returned. X-rays are available.

Manufacturer narrative:
On 29 march 2016 it was prepared a final report with the information already submitted in the initial report. On 03 april 2016 the report was sent to the initial reporter and the case was closed.